Manufacturer narrative:
Correction cancel this MDR. Information has been captured in MFR report # 2243072-2024-01184.

Event description:
No additional information received.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown.

Event description:
It was reported that unknown bd luer syringe luer cracks. The following information was provided by the initial reporter: hcp mentioned that the hub of the syringe, for the flulaval vaccine, is coming off. She indicated that the lla (luer lok adaptors) are breaking off. Some were discovered during preparation, and one was discovered after injection. The nurse went to put the safety guard on, the needle popped off and stuck the hand of the nurse (ae-related-needle stick of nurse).